Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
It was reported that the servo-I generated power and barometer pressure error. The ventilator was investigated onsite by our field service engineer (fse), dc/dc & standard connectors and the monitoring printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing them. The ventilator passed all functional and safety test and was cleared for clinical use after that. That can be confirmed in the provided logs. The returned pcbs were tested in a ventilator in our ventilation laboratory. The initial tests included ventilation with a test lung and numerous pre-use checks, first together, then separately. The issue could not be reproduced. The two boards were then tested separately in standby for a week without any problems. Then together and after one week the reported alarms occurred. The root cause for the reported issue could not be determined. Dc/dc & standard connectors converts the internal dc supply voltage +12 v_unreg into the following internal dc supply voltages: ¿ +24 v ¿ +12 v ¿ -12 v ¿ +5 v ¿ +3.3 v it also controls switching between mains power and external 12 v dc power supply. And monitoring handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure.